Event description:
The needle testing was successful. After the pt was put under anesthesia, an error message popped up on the screen saying "no communication with hardware". The machine was turned off and then back on. There still was no communication with the hardware. The user was instructed to turn off the machine and wait and then turn it back on. The user got past the testing stage again and the "no communication to hardware" error message popped up again. The doctor cancelled the case.

Manufacturer narrative:
The system was returned for investigation and replaced with another system. The returned system was inspected in order to verify the complaint. Testing of this system could not duplicate the reported "no communication with hardware". After extensive investigative testing of the returned system, the main screen did freeze, however, the root cause of the freezing screen could not be determined. A new operating system and system software was installed in the system and the system works as intended.